Event description:
Patient's double lumen broviac clear lumen experienced a crack that caused leaking where the needleless connector attaches. This was noted on sunday (B)(6) 2025 during patient's am labs. Cracked lumen had been wrapped with iodine soaked gauze and unused until patient was able to go for central line replacement today (B)(6) in ir (interventional radiology). Opposite lumen was functioning and used until patient received new double lumen broviac.